Manufacturer narrative:
Explant date: sometime in (B)(6) 2022.

Event description:
It was reported that the patient was experiencing pain. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.